Event description:
It was reported that the device is suspect of early battery depletion. It was noted that the device reached elective replacement indicator (eri) four years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family to a device marketed in the u.s. Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The device was not at elective replacement indicator (eri). Concomitant products: 6947, implantable tachy lead, implanted: (B)(6) 2008. A 4194, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).